Event description:
The manufacturer received information alleging the pressure sensor verification test step had failed on a trilogy 202 device. The device was not in use on a patient at the time of the occurrence. The trilogy 202 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that the device had passed all testing and the fault was not replicated on the device. The root cause isn't confirmed at this time. Additionally, during the service of the device, the universal porting block, oxygen blending module housing, filter duct assembly, front and rear enclosure cases were replaced for physical damage unrelated to the reportable malfunction/issue.